Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation:uterus'), genital haemorrhage ('general abnormal bleeding'), systemic lupus erythematosus ('autoimmune diagnosed:lupus') and fibromyalgia ('autoimmune diagnosed:fibromyalgia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, systemic lupus erythematosus, fibromyalgia, pelvic pain, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, fatigue, fibromyalgia, genital haemorrhage, headache, metrorrhagia, migraine, pelvic pain, psychological trauma, systemic lupus erythematosus, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding,autoimmune diagnosis, psych injury, perforation,bladder/urinary problems,fatigue, migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: successfully occluded/bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 5-sep-2019: pfs received: new events perforation,autoimmune diagnosed: fibromyalgia, autoimmune diagnosed: lupus, general abnormal bleed, abdominal pain, metorhagia (bleeding b/w periods), psych injury, uti, vaginal infection, vaginal discharge, fatigue, migraine, headaches, weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus/perforation: myometrium/ silver metallic coiled essure device which appears to penetrate into'), fallopian tube perforation ('fallopian tube perforation') and systemic lupus erythematosus ('autoimmune diagnosed:lupus') in a (B)(6) female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included generalized anxiety disorder, chronic kidney disease, diabetes, hypertension, dysthymic disorder, degenerative disc disease (mild degenerative disc disease l4-5. Mild degenerative disc disease, c5.6,), suicidal ideation, peripheral neuropathy and hypokalemia. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2009 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain: pelvic pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), major depression ("major depression"), anxiety ("anxiety"), stress urinary incontinence ("stress urinary incontinence") and abdominal pain lower ("pain: lower abdomen") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced rash ("rashes on face"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia pain(back, shoulder, knees)"), 5 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, psychological trauma, major depression, anxiety, rash, stress urinary incontinence and abdominal pain lower outcome was unknown and the genital haemorrhage, systemic lupus erythematosus, fibromyalgia, pelvic pain, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine, weight increased, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, major depression, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, stress urinary incontinence, systemic lupus erythematosus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) . Patient received treatment for pain, bleeding,autoimmune diagnosis, psych injury, perforation,bladder/urinary problems,fatigue, migraine, headaches, weight gain. Per medical record: on (B)(6) 2018, impacted coruna was reported. Silver metallic coiled essure device which appears to penetrate into myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - on (B)(6) 2009: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, major depression, pelvic pain, abdominal pain, fatigue, menorrhagia, fibromyalgia, migraine , weight gain, vaginal bleeding" and silver metallic coiled essure device which appears to penetrate into myometrium. Lot number: 641429 manufacture date: 2009-05 expiration date: 2012-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event added-fallopian tube perforation. Outcome for event abnormal bleeding-vaginal and menorrhagia updated from unknown to recovered resolved.seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus/perforation: myometrium/ silver metallic coiled essure device which appears to penetrate into'), genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('autoimmune diagnosed:lupus') in a 43-year-old female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included generalized anxiety disorder, chronic kidney disease, diabetes, hypertension, dysthymic disorder, degenerative disc disease (mild degenerative disc disease l4-5. Mild degenerative disc disease, c5.6,), suicidal ideation, peripheral neuropathy and hypokalemia. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 for contraception. On 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain: pelvic pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), major depression ("major depression"), anxiety ("anxiety"), stress urinary incontinence ("stress urinary incontinence") and abdominal pain lower ("pain: lower abdomen") and was found to have weight increased ("weight gain"). In october 2010, the patient experienced rash ("rashes on face"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia pain(back, shoulder, knees)"), 5 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, major depression, anxiety, rash, stress urinary incontinence and abdominal pain lower outcome was unknown and the genital haemorrhage, systemic lupus erythematosus, fibromyalgia, pelvic pain, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, fatigue, fibromyalgia, genital haemorrhage, major depression, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, stress urinary incontinence, systemic lupus erythematosus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Patient received treatment for pain, bleeding,autoimmune diagnosis, psych injury, perforation,bladder/urinary problems,fatigue, migraine, headaches, weight gain. Per medical record: on (B)(6) 2018, impacted coruna was reported. Silver metallic coiled essure device which appears to penetrate into myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - on (B)(6) 2009: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, major depression, pelvic pain, abdominal pain, fatigue, menorrhagia, fibromyalgia, migraine , weight gain, vaginal bleeding" and silver metallic coiled essure device which appears to penetrate into myometrium. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet and medical record received. Following events¿ abnormal bleeding (vaginal, menorrhagia), major depression, anxiety, rashes on the face, stress urinary incontinence, and pain: lower abdomen¿ were added. Reporter, demographics, concurrent conditions, lab data, essure lot number, concomitant medications were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus/perforation: myometrium/ silver metallic coiled essure device which appears to penetrate into'), genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('autoimmune diagnosed:lupus') in a 43-year-old female patient who had essure (batch no. 641429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included generalized anxiety disorder, chronic kidney disease, diabetes, hypertension, dysthymic disorder, degenerative disc disease (mild degenerative disc disease l4-5. Mild degenerative disc disease, c5.6,), suicidal ideation, peripheral neuropathy and hypokalemia. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain: pelvic pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), major depression ("major depression"), anxiety ("anxiety"), stress urinary incontinence ("stress urinary incontinence") and abdominal pain lower ("pain: lower abdomen") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced rash ("rashes on face"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia pain(back, shoulder, knees)"), 5 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, major depression, anxiety, rash, stress urinary incontinence and abdominal pain lower outcome was unknown and the genital haemorrhage, systemic lupus erythematosus, fibromyalgia, pelvic pain, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, fatigue, fibromyalgia, genital haemorrhage, major depression, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, stress urinary incontinence, systemic lupus erythematosus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Patient received treatment for pain, bleeding,autoimmune diagnosis, psych injury, perforation,bladder/urinary problems,fatigue, migraine, headaches, weight gain. Per medical record: on (B)(6) 2018, impacted coruna was reported. Silver metallic coiled essure device which appears to penetrate into myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - on (B)(6) 2009: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, major depression, pelvic pain, abdominal pain, fatigue, menorrhagia, fibromyalgia, migraine , weight gain, vaginal bleeding" and silver metallic coiled essure device which appears to penetrate into myometrium. Lot number: 641429 manufacture date: 2009-05 expiration date: 2012-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.